Manufacturer narrative:
Lot#: this info was not provided during initial report. Additional info has been requested. Subject device was not implanted. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. Date of manufacture cannot be determined without a lot number.

Event description:
During a bunionectomy procedure, as surgeon was inserting a 4.0mm cannulated screw into the metatarsal, the screw threads peeled. The surgeon removed the screw with the screw threads still partially attached. All threads were retrieved and another screw was inserted to complete the procedure without further incident to the pt.